Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 100 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to flattened button dome switches. The insulin pump had minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.